Event description:
The pt was being fed enterally using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 150 ml/hr. One liter was delivered in 2 h 45 m. The pt was monitored following the event. Pulse - 100., pt felt pressure around lungs, pt was warm and had pinkish color, no diaphoresis or vomitting. There was no illness, injury or medical intervention resulting from the event. One pt involved.